Event description:
It was reported that the bd vacutainer® 9nc blood collection tubes underfilled during use. This occurred on 17 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the tube doesn't fill at the right fill level. When the tube is blood collected it seems as it is lacking the vacuum".

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were draw tested and the customer's indicated failure mode for low draw volume with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tat the bd vacutainer® 9nc blood collection tubes underfilled during use. This occurred on 17 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the tube doesn't fill at the right fill level. When the tube is blood collected it seems as it is lacking the vacuum."